Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for the lot and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
String broke while she was trying to remove it [device breakage]. After 3 days of trying to remove it herself, had an urgent care visit that led to an ER visit; diagnosis: foreign body of vagina, retained tampon [foreign body in reproductive tract]. Case narrative: on 04-sep-2024, a spontaneous report was received from a consumer regarding a 13-year-old white/caucasian female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started regular monthly use of playtex sport plastic, unscented. On (B)(6) 2024, after inserting the product, when the consumer tried to remove the tampon, the string broke. On (B)(6) 2024, after three days of trying to remove it herself, she had an urgent care visit that led to an ER (emergency room) visit. She was diagnosed with foreign body of vagina and retained tampon. Subsequently, the retained tampon was removed. The doctor at the (B)(6) hospital informed her that this was a result of a faulty tampon, and nothing had been done wrong by the consumer. It was a very frustrating, embarrassing, and traumatic experience for the consumer and expensive to rectify. As of (B)(6) 2024, the status of product use was withdrawn and the consumer was recovering. No additional information was provided.

Event description:
String broke while she was trying to remove it [device breakage]. After 3 days of trying to remove it herself, had an urgent care visit that led to an emergency room visit; diagnosis: foreign body of vagina, retained tampon [foreign body in reproductive tract]. Case narrative: on 04-sep-2024, a spontaneous report was received from a consumer regarding a 13-year-old white/caucasian female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). On 27-dec-2024, additional information was received in the form of medical records. Medical history and concomitant products were not reported. On an unspecified date, the consumer started regular monthly use of playtex sport plastic, unscented. On (B)(6) 2024, after inserting the product, when the consumer tried to remove the tampon, the string broke. On 03-sep-2024, after three days of trying to remove it herself, she had an urgent care visit that led to an ER (emergency room) visit. She was diagnosed with foreign body of vagina and retained tampon. Subsequently, the retained tampon was removed. The doctor at the children's hospital informed her that this was a result of a faulty tampon, and nothing had been done wrong by the consumer. It was a very frustrating, embarrassing, and traumatic experience for the consumer and expensive to rectify. As of 04-sep-2024, the status of product use was withdrawn and the consumer was recovering. No additional information was provided. On 27-dec-2024, it was learned that the patient presented to the hospital for foreign body removal. Subsequently, a speculum was used to visualize the vagina, and graspers were used to get a hold of the tampon and pulled it out in one piece. The foreign body was completely removed, and the patient tolerated well. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for the lot and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.